Event description:
It was reported that the physician felt that the rf power of the generator is low. Upon receipt of the product at the repair center and after an initial investigation, it was found that the rf power output was high with 100 ohm load and current was also high but the voltage was low during calibration. It was observed that the unbalanced current and voltage made the generator's rf output unstable (instantaneously low or high).

Manufacturer narrative:
(B)(4). Investigation is still in progress and a supplemental will be submitted.